Event description:
On (B)(6) 2018, the pt underwent a revision right hip arthroplasty for recurrent instability. After removal of the current implant and reaming, an acetabular shell was placed. The surgeon subsequently drilled and placed 2 screws superiorly through the cup. After drilling for a 3rd screw and measuring with a depth gauge, it was noted that the distal 1 cm of the depth gauge had broken off within the pelvis. An attempt was made to retrieve the distal cm of the depth gauge; however, this was not possible. At this point it was felt that further attempts or dissection in order to remove this piece would cause more harm than good and the decision was made to proceed forward with the surgery, and a screw was placed in that previously drilled screw path.